Manufacturer narrative:
The reported event is confirmed manufacturing related, visual: received (8) photo samples. Photos show (2) all-silicone foley catheters with sample port and syringe. Verified material number 2758j12, lot number ngjss1021 and manufacturing lot number mykq3204. Functional testing was not possible based solely on these photos. Functional: visual inspection noted catheter (1) was discolored. This is due to a manufacturing process step; therefore, no additional pr is needed. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation lumen-to-lumen leakage present. Catheter (2) was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation lumen-to-lumen leakage present. This does not meet specification per ip7601621, revision 20, which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial reporter complete facility name: (B)(6) hospital.

Event description:
It was reported that during the pre-test, the foley catheter sterile water leaked out.

Event description:
It was reported that during the pre test, the foley catheter sterile water leaked out.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual: received (8) photo samples. Photos show (2) all silicone foley catheters with sample port and syringe. Verified material number 2758j12, lot number ngjss1021 and manufacturing lot number mykq3204. Functional testing was not possible based solely on these photos. Functional: visual inspection noted the catheter was discolored. This is due to a manufacturing process step; therefore, no additional pr is needed. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water). Upon inflation lumen to lumen leakage present. This does not meet specification which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley catheter sterile water leaked out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.